Event description:
The customer received questionable ion selective electrode (ise) potassium, glucose hk generation 3 and hemoglobin a1c generation 2 (a1c) results. Of the data provided, only the results for two patient samples were discrepant and reported outside the laboratory. Patient sample (B)(6) initial a1c result was 5.4% and was reported outside the laboratory. The physician questioned the result and the sample was repeated on (B)(6) 2012, with a result of 8.8%. A corrected report was issued. Patient sample (B)(6) initial potassium result was 9.34 mmol/l with a data flag. The sample was repeated on the same analyzer with a result of 11.37 mmol/l and on cobas c501 analyzer, serial number (B)(4) with a result of 8.19 mmol/l. It was unknown which result was reported outside the laboratory. The customer did not know if the sample was hemolyzed. The patients were not adversely affected. The potassium electrode lot, a1c reagent lot number and expiration dates were not provided. The field service representative determined there was debris stuck in nozzle #3 of rinse mechanism and removed the debris. To verify the analyzer operation, the customer ran ise calibration and qc and all chemistries in question all with good results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.